Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider noted that on (B)(6) 2014 the device was implanted. The patient came back on (B)(6) "the incision was clean. The patient reported the device seemed to flip. On (B)(6), the patient came in and complained the device was flipping and moving and that it was painful. The patient wanted it secured. On (B)(6) surgery was done to position. The healthcare provider explored the pacemaker pocket and there was no infection or redness. It was just loose so it was repositioned and secured. Wires were straightened back out as they had wrapped around device due to flipping. No malfunctions noted with wires. Office visit on (B)(6) 2014, there was no flipping and not causing pain like before. It was at the right angle and position. It was interrogated and everything was in working order. On (B)(6), the healthcare provider repositioned to ribcage because the device was starting to slide sideways, although had not flipped. There was nothing in any notes to indicate the device eroded through the skin. It did not. It was loose and moving around in the pocket. There was no mention of any intestine perforation or that the device had pushed through the skin and was located in the intestines.

Event description:
It was reported that the implantable neurostimulator (ins) immediately started flipping and pulled the wires after implant. The healthcare provider (hcp) told the patient to wear a girdle, but that did not help. The patient went in to have the ins anchored on (B)(6) 2014, but that did not stop the flipping. It was then stated that the ins started pushing through the patient¿s skin and into her intestines. It was later found by the hcp that the ins had been placed in the crease of her stomach, which put pressure on the ins, causing it to flip. On (B)(6) 2014, the hcp moved the device from the abdomen to the ribcage.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had surgery four times because the healthcare provider (hcp) kept putting the device in the crease of the patient's stomach. They thought the patient was messing with their device until they saw them sitting down and the pressure on the device from up and down and it stuck out. The patient had surgery, related to the issues, in (B)(6) 2014 and (B)(6)2014, which was previously reported, and added (B)(6) 2014. It was noted that the patient could no longer find where their hcp was practicing. No further complications were reported/anticipated.